Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred as no leaks were observed on the returned sample.

Event description:
It was reported that the pump for administration of medicine was connected to huberplus, and administration of medicine was performed for 48 hours at the patient's home. When the patient came back to the hospital for removal of the huberplus needle after completion of administration, it was found that medicine had leaked from the pump and collected in the bag which was to put in the pump. No patient harm was reported.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the pump for administration of medicine was connected to huberplus, and administration of medicine was performed for 48 hours at the patient's home. When the patient came back to the hospital for removal of the huberplus needle after completion of administration, it was found that medicine had leaked from the pump and collected in the bag which was to put in the pump. No patient harm was reported.